Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I m scheduled to have iud removed in or and it couldn't be removed in office due to complication') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced complication of device removal ("I m scheduled to have iud removed in or and it couldn't be removed in office due to complication"). The patient was treated with surgery (scheduled for essure removal). At the time of the report, the medical device removal and complication of device removal outcome was unknown. The reporter considered complication of device removal and medical device removal to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: complication of device removal, medical device removal. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.